Event description:
During attempted implant, r-wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead could not be removed from the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-08881.

Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.